Manufacturer narrative:
Results: the ace68 had bends and kinks throughout the device. Conclusions: evaluation of the first returned ace68 confirmed kinks. If the device is forcefully advanced against resistance, damage such as kinks may occur. During functional testing, the ace68 was advanced through a demonstration catheter without issue. Evaluation of the second returned ace68 revealed an undamaged device. During functional testing, the ace68 was advanced through a demonstration catheter without issue. The reported complaint could not be confirmed. Based on the reported complaint, the resistance experienced during the procedure could not be determined. Penumbra catheters are inspected during in-process inspection and during quality inspection after manufacturing. The manufacturing records for this lot were reviewed and did not reveal any outstanding discrepancies, design, or quality concerns. This report is associated with MFR report number: 1.3005168196-2019-01029.

Manufacturer narrative:
The device has been returned and the investigation results are pending. A follow up MDR will be submitted upon completion of the device investigation. This report is associated with MFR report number: 3005168196-2019-01029.

Event description:
The patient was undergoing a thrombectomy procedure using a penumbra system ace 68 high flow kit. During the procedure, while attempting to advance a penumbra system ace 68 reperfusion catheter (ace68) through the ophthalmic artery, the physician made a few attempts and subsequently, experienced resistance. Therefore, the ace68 was removed. Upon removal, the physician noticed that the ace68 was kinked. The same issue occurred with another ace68. The procedure was therefore completed using a stent retriever device. There was no report of an adverse effect to the patient.